Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a site/set/cart (o-ring issue) issue. It was reported that the patient has had few cartridges that were hard and not easy to pull out of cartridge compartment after use because the external black o-ring has come loose and slid down the outside of the body of cartridge cylinder and it was causing cartridge to be "stuck" inside compartment and difficult to remove when changing to new cartridge in vibe pump. The patient was trying to pull out the cartridge with tubing still attached and at the luer lock end of cartridge.